Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it was likely due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, the root cause cannot be determined. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal tip of the rigid arthroscope was broken. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.